Event description:
During remote follow-up, high defibrillation impedance and a high capture threshold were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed lead conductor fracture. Lead revision was anticipated. The patient's condition was stable and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, high defibrillation impedance and a high capture threshold were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed lead insulation damage. Lead revision was anticipated. The patient's condition was stable and there were no adverse consequences.

Event description:
It was reported that the right ventricular lead was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The reported events of high lead impedance, inadequate capture, and lead integrity issue were not confirmed. As received, a complete lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Event description:
It was reported that high pacing impedance was observed on the lead.